Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one week post-implant, the patient experienced pericardial effusion due to perforation of the right atrial (ra) lead. It was noted that a pericardial puncture was performed. The ra lead remains in use. No further patient complications have been reported as a result of this event.